Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the button of their abbott diabetes care (adc) freestyle libre reader. The customer further reported having a blood glucose value of ¿37¿, "almost fainted" and was treated with intravenous glucose by a healthcare professional in an ambulance. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the button of their abbott diabetes care (adc) freestyle libre reader. The customer further reported having a blood glucose value of ¿37¿, "almost fainted" and was treated with intravenous glucose by a healthcare professional in an ambulance. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage to usb was observed. Reader did not powered on with button depression, test strip and usb cable insertion. Reader was connected to pc and software however did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and liquid contamination was observed. Reader log could not be downloaded or attached due to the liquid contamination present on the readers pcba (printed circuit board assembly) preventing the reader from powering on. Therefore, the issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the abbott diabetes care (adc) device. The customer reported having an issue with the button of their abbott diabetes care (adc) freestyle libre reader. The customer further reported having a blood glucose value of ¿37¿, "almost fainted" and was treated with intravenous glucose by a healthcare professional in an ambulance. There was no report of death or permanent impairment associated with this event.